Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The account reports the following possible batch number: product code vcpb841d batch ej2415, mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03890. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent scar revisions following surgery and reconstruction for breast cancer on (B)(6) 2012. Shortly after the procedure, the patient complained of shortness of breath. Two weeks after the procedure, the patient experienced headache, rash and itching that were not limited to the incision line. She was treated with, but did not respond to systemic steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient concomitantly underwent a bilateral nipple areola reconstruction procedure and a bilateral abdominal scars revision procedure on (B)(6) 2012. The patient¿s wound was also closed with steristrips. The patient is being treated with a prolonged steroid course.